Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser had low laser power during a procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The laser was recalibrated to resolve the issue. The system was found to meet specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser power output falling out of the calibrated range. The manufacturer internal reference number is: (B)(4).